Manufacturer narrative:
The codman perforator (ID (B)(4).was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) drill disassembled when making the burr hole. All parts were recovered. Total number of burr hole made by the product is unknown and the drill used with the perforator is unknown. It was stated that there was a possibility of the product remained in the patient's body. According to information provided, it is also unknown if x-ray was taken to assure no parts left in patient. It is unknown if drill was electric or pneumatic. It is also unknown if perforator clicked in place in the drill, and if the recommended spring tests were performed between each burr hole.